Event description:
It was reported that during the procedure with the veritas console, the last quadrant did not come to the tip during aspiration. The surgeon flushed the handpiece and tubing, but aspiration still failed to reach the tip. A posterior capsular rupture occurred, necessitating an anterior vitrectomy and insertion of an ar40e intraocular lens. Additional information indicated that vacuum increased without corresponding aspiration, suggesting a blockage in the handpiece or tubing pack. No further information was provided. Note: this report is against the tubing. A separate report will be filed against the veritas console and the handpiece.

Manufacturer narrative:
Section a2, a3a, a3b, a4, a5 and a6: unknown/information not provided. Section d6a: not applicable as the product is not an implantable device. Section d6b: not applicable as the product is not an implantable device. Section e1: initial reporter: telephone number: (B)(6). Section h3: the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of records including device history and complaint trending will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.